Event description:
During attempted stenting of a severly stenosed superficial femoral artery after pre-dilatation, via contra-lateral access, there was an attempt to deploy the smart control stent. After approximately 2 cm of the stent was released, the unit could not be further deployed. As the user applied more force to try and release the rest of the stent, it was noted that the tip of the smart control kept losing position and the physician was not able to position the system properly. The device was removed from the pt without difficulty, but it was noted that the smart catheter was looped around itself. The red locking pin had been removed from the catheter before attempted. There was no report of pt injury.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.